Event description:
On (B)(6) 2013 the reporter contacted animas alleging a button keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons had become unresponsive after exposure to moisture. There was no visible damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and moisture was observed behind the display lens. Investigation revealed that the ¿ok¿ button was intermittently responsive while the ¿up¿, ¿down¿ and contrast buttons were responding properly. Removal of the rubber keypad revealed that there was contamination under the ¿ok¿ button. The pump case was opened and moisture was found throughout the pump interior. Unrelated to this complaint, a leak test was performed and a bolus button leak was found.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.